Event description:
Reportedly, after firing, one-third of the anastomosis was leaking. The surgeon attempted additional resection and endoscopic suturing; converted to an open procedure. Procedure: lap rectum.